Manufacturer narrative:
Correction: manufacturing reference number 1627487-2020-48585 should not have been reported as a medical device report (MDR) after additional information received confirmed that the device meets or exceeds 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was reading low. As a result, surgery may occur to address the issue.